Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# ae1670; MFR. Date 01/31/2016, exp. Date 12/31/2020; batch# 530312; MFR. Date 11/01/2014, exp. Date 11/30/2019. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. The representative samples were received and fully met the requirements in visual and functional tests.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the condition of the tissue (normal, diseased, weakened)? How was the suture placed (interrupted or continuous)? Was any deficiency or anomaly noted on the suture prior to use? What date did the patient present with symptoms of dehiscence? How much of the incision was open? Was any medical treatment provided to treat the dehiscence? Did the suture knots remain intact and the suture broke? Did the suture remain intact and the knots untied? What is your opinion as to relationship of the suture contributed to the symptoms? What are the patient age, weight, past medical and surgical history? What is the current condition of the patient?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. It was also reported that used thread in the procedure was very fragile. Following the procedure, the patient experienced a dehiscence. The physician opined that the fragility of the thread could cause a dehiscence process. There was no other consequence informed for the patient. Additional information has been requested.